Manufacturer narrative:
The reported field event of extended charge time was confirmed in the lab. The device was above elective replacement indicator (eri) upon receipt. A front alignment hole failure was found inside one of the hv capacitors. The cause of the extended charge time was due to an internal hv capacitor anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with in alert for capacitor time limit reached exhibited by the implantable cardioverter defibrillator. The patient was scheduled for explant and the device was successfully replaced. There were no patient consequences.